Manufacturer narrative:
(B)(4).reviewing attached x-ray / picture, the complaint description can be confirmed that the mash plate is broken off. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot product code: 04.503.122, lot #: 7950631. Part/lot combination are unknown at synthes gmbh, no DHR review possible. A DHR review could not be performed for this pi. This lot number belongs to a different part number. Please confirm /correct the lot number and resubmit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a mesh breakage occurred after a bilateral skull repair was performed. The left side of the mesh was found broken off. The revision operation was performed on (B)(6) 2020, to remove the broken mesh and replace it with another unknown mesh. The patient status was reported as stable. This report is for one (1) ti matrixneuro contour mesh 200mm x 200mm/0.6mm rigid this is report 1 of 1 for (B)(4).